Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's device had to be explanted because the device was positioned to close to the pinna and the user was unable to wear the audio processor and glasses. However, the surgeon suspects the device might have moved after initial implantation. The user was reimplanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information the recipient was explanted due to a migration of the implant housing from its intended position. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's device was explanted because the device was positioned too close to the pinna and the user was unable to wear the audio processor and glasses. Per surgeon, it is suspected that the device might have moved after initial implantation. The user was reimplanted on (B)(6) 2022. The user is happy with the position of the new device and feels it is in a similar position to their contra-lateral device.